Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having trouble getting the ins to charge. They stated that they might have let it sit too long and overdischarged. They patient reported that they always had trouble recharging the ins; if the patient moved the antenna a quarter inch the recharger would quit and would not have any black boxes. They stated that the recharger was really sensitive. The patient had been "holding and holding" the antenna and nothing was happening; they were seeing the "poor communication" screen. The last time they successfully charged their device was around 3 weeks ago. The patient was unable to communicate with an external device, they were unable to connect with their patient programmer. No further complications reported.